Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer representative. Pump status and/or event logs the pump had reached tube set. The pump was programmed to minimum rate mode, and the patient was scheduled for pump replacement. The motor stalls had not been resolved. The pump would be returned to the device manufacturer. The patient¿s weight was (B)(6). The patient had not recently had an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the patient¿s age [not weight] was (B)(6). The patient was in the intensive care unit (ICU) awaiting replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the patient¿s weight was between (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was the reported that the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 2104 mcg/day via an implantable pump. The indication for use was not reported. It was reported a critical alarm was heard by the patient. It was noted that the pump was not due to be refilled until (B)(6) 2018. Logs revealed a short stall on (B)(6) 2018 with a recovery the same day and a current stall at 15:39 on (B)(6) 2018. The patient was not showing signs of underdose or withdrawal. There were no reported symptoms. It was noted that the pump was ¿6.5 years old.¿ it was noted that both surgeons were unavailable at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.